Event description:
Pt was hospitalized with cellulitis for two days after undergoing a total hip arthroplasty in which the device was used. The pt was placed on keflex and the incision was noted to be healing well with no drainage noted. There was very little swelling along the entire leg and some ecchymosis near the buttocks. The latest post-op visit noted some erythema by the incision and pain in the thigh.

Manufacturer narrative:
Evaluation: method - analysis of labeling performed - infection and cellulitis are listed in the vitagel IFU as possible adverse events. Device batch record review was not possible as lot number(s) are unk. Results - device used in appropriate environment. Conclusions: no conclusion can be drawn.